Event description:
The customer reported that there was an 'overload fault' error message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv tank was evaluated, replaced and recalibrated. The system was tested, found to be working as intended and put back into service.